Event description:
Same case as MFR #: 2134265-2010-04024. It was reported that during preparation for a percutaneous coronary intervention (pci) procedure, a guide wire fracture occurred. During plat forming of the 1.25mm rotalink plus burr outside of the body, the 325cm rotawire guide wire fractured. No patient complications were reported and the patient's status is fine.

Event description:
Same case as MFR #: 2134265-2010-04024. It was reported that during preparation for a percutaneous coronary intervention (pci) procedure, a guide wire fracture occurred. During platforming of the 1.25mm rotalink plus burr outside of the body, the 325cm rotawire guide wire fractured. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by MFR.: the rotalink plus unit was returned attached together. The guide wire was not returned with the rotalink plus unit. A tug and connect/disconnect test was performed on the rotalink plus unit to examine the integrity of the connection. No issues were noted with the unit handshake connector. An attempt was made to wire guide the rotalink plus unit using a control guide wire however, resistance was encountered in the annulus of the burr. Microscopic examination revealed the burr was flared and misshapen. The damage to the burr is consistent with the burr coming into contact with the wire. Examination of the burr revealed no scratches that exposed brass on the plated back half of the burr. A scratch test was performed to confirm the returned burrs cutting action was acceptable. A scratch mark from where the burr came into contact with the side of the blade was noted therefore confirmed that the burrs cutting action was acceptable. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be user error. The dfu states "never advance the rotating burr to the point of contact with the guide wire spring tip. Such contact could result in distal detachment and embolization of the tip". (B)(4).